Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 16 & 18, 2017: litigation records received. Litigation alleges pain, discomfort, weakness, decreased mobility, elevated cobalt and chromium levels, metallic debris, pseudotumor formation, tissue damage and difficulties with activities of daily living. There is no report of revision at this time. Update sep 12, 2017: medical records received. This complaint was updated on.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
After review of medical record, patient was revised to address failed left total hip arthroplasty secondary to metallosis resulting from metal on metal total hip arthroplasty articulation with severe osteolysis involving the posterior inferior aspect of the acetabulum. Revision notes reported severe osteolysis involving the posterior aspect of the proximal femur with the posterior 2-3 cm of the femoral component exposed due to complete bone loss. There was also severe thinning of the greater trochanter, there was a crack in the base of the greater trochanter. There was evidence of inflammation but did not meet criteria for acute inflammation to suggest infection. Corrected patient identifier. Added date of revision.

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(4) 2017: medical records received. After review of the medical records, there is no new information. Part and lot information were provided. This complaint was updated on: (B)(4) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null, device history batch: null, device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and implant sticker sheet implied that the patient's asr implants were revised but the reason for revision was not provided. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.